Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the patient underwent transcatheter closure of the iatrogenic atrial septal defect. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
The article, "early postoperative anterior leaflet tear following third transcatheter edge- to- edge mitral valve repair confirmed by autopsy", was reviewed. The article presented a case study of a 70-year-old male patient with severe mitral regurgitation (mr), dilated cardiomyopathy, bronchial asthma, and prior pulmonary embolism. It was reported that on an unknown date, one clip was successfully implanted, reducing mr to trivial. Roughly three to five months after the procedure, the patient was hospitalized due to heart failure. Seven months after the procedure, the patient underwent transcatheter closure of the iatrogenic atrial septal defect (asd). Recurrent mr was observed. Therefore, an additional procedure was performed, reducing mr to a grade of mild. Six months after the second procedure, recurrent mr was observed. A third procedure was performed, reducing mr to mild. Three days after the procedure, recurrent mr was observed. Roughly seven months after the third procedure, the patient succumbed to progressive low-output syndrome and refractory heart failure. Tissue damage was observed during an autopsy. [The primary and corresponding author was takashi morinaga, cardiovascular, saga university, saga, japan, with corresponding email: t.molinaga@gmail.com].

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information